Event description:
Approximately, 6 year and 3 months after initial surgery, the patient had a left knee revision on 16 aug 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision operative report for left total knee on (B)(6) 2022: patient presents with pain and swelling. There was a large effusion in the knee joint. Poly liner was removed. The femoral implant came off very easily and was completely debonded from the cement. There were large cysts in the posterior femoral condyles both medically and laterally. The tibial implant was removed with minimal bone loss. The patellar implant was not loose so was not revised. Dressings were applied. The patient was transferred to the recovery room ins table condition.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Legal case: (B)(6). Per a report from the legal department, a patient had an initial left knee replacement done on (B)(6) 2016. Approximately, 6 year and 3 months after initial surgery, the patient had a left knee revision on (B)(6) 2022. (Op report is attached). Postoperative diagnosis: failed total left knee replacement serial #: (B)(4). Category #: 02-012-44-5009 - logic tibia implant psc insert, sz 5, 9mm, 510k: k110547. No ebi results.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.